Event description:
It was reported that the catheter of the 2.5 x 23mm xience prime device broke while being inserted into a non-abbott catheter. Another 2.5 x 23mm xience prime was used with the same guide catheter to complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for detachment of device from this lot. Based on the reviewed information, no product deficiency was identified.